Manufacturer narrative:
An abbott field service specialist was dispatched to the customer site to inspect the cell-dyn ruby analyzer. Field service noted that the waste line tubing that was installed on the ruby analyzer was not an approved tubing. Field service disposed of the tubing as it was so aged that it crumbled upon removal. The customer indicated that the tubing had leaked previously but the customer repaired it. Field service stated that a small hole had formed in the tubing which allowed small amounts of liquid waste to spray the area above the ac inlet cable assembly. Over time, drops of liquid that formed from the spray came in contact with the electrical component causing the short. Field service installed the appropriate cell-dyn waste tubing. Based on information documented in the customer complaint, the ac inlet cable assembly (an electrical component), came in contact with liquid waste from the cell-dyn ruby external liquid waste line which resulted in an electrical short and damage to the pcb (circuit board) assembly . Investigation included review of product historical data, product labeling. Review of historical product data did not identify any adverse trends. Section 8 of the cell-dyn ruby system operator's manual provides basic electrical hazard awareness information relevant to the complaint incident. One of the elements of electrical safety includes the following statement: keep liquids away from all electrical or communication component connectors. Field service identified that the customer had unapproved, damaged waste line tubing installed on the ruby analyzer. No product deficiency was identified with the cell-dyn ruby analyzer or the ac inlet cable assembly.

Event description:
The customer stated that upon attempting to power on the cell-dyn ruby analyzer, sparks and smoke were emitted from the back of the analyzer near the fan assembly. The customer also observed liquid underneath the analyzer. No fire was observed. No injury occurred.